Event description:
It was reported that after a planned removal of hardware procedure was completed, there was a nut stuck in the tip of the socket wrench. The scrub technician tried removing the nut from the instrument and then the wooden handle of the socket wrench broke off. The broken fragment was retrieved. There was no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed. Supplier certificates showed that the correct metal raw material was used. The inspection record showed that there was a non-conformance found during inspection because the diameter of the handle was found undersized. Relevance to the complaint condition could not be determined. The device was returned for a product development evaluation and the handle was broken, the shaft was separated from the handle, and the pin that secures the shaft into the handle was missing and was not returned. The shaft was in good condition and the only observations were a small nick on one of the flats in the hex recess and brownish discoloration around the etching. The break in the handle was oblique, starting on one side of where the shaft exits it, and extended back through the center of the pin hole breaking out on the opposite side approximately 30 mm behind the pin hole. There was a very small piece around the pin hole on one side that was missing. There was a nut with a threaded post also returned and it had a small nick on one of the flats that corresponded to the nick in the shaft recess. The returned part was manufactured in october 2001 and is over 11 years old. Based on examination of the break in the handle, it appears that the device was subjected to a significant side load between the end of the shaft and handle. Based on the description provided for this complaint, it appears that this happened while attempting to remove a nut from the socket and the complaint condition did not happen when the instrument was being used as intended. The design is adequate for the intended use and the complaint condition was caused by misuse. Therefore, the complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).